Event description:
The sales representative reported a revision surgery due to patient experiencing laxity (posterior) three months after tkr. The surgeon removed and replaced the tibial insert and retaining bolt. The 2x12mm tibial insert was replaced by a 2x16mm tibial insert. There were no issues related to the explanted components noted. The original implant surgery was on (B)(6) 2013 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported.